Event description:
On 8/6, ptca in progress. Ptca balloon stuck in coronary artery. Gentle tugging did not dislodge it. Pt had chest pain. To or for emergency CABG and removal of cath. Pt suffered cerebrovascular accident soon post-op. On 8/12, pt improving.